Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found did not notice any external damage. During occlusion testing, the reported issue was duplicated. The root cause reported issue was found to be the stepper motor. Replaced stepper motor, also replaced worm coupling and gear as a preventative measure.